Event description:
It was reported that during the implant procedure, the atrial lead fixation screw did not appropriately deploy and retract when in the right atrial. The atrial lead was extracted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event: the full lead was returned, analyzed and no anomalies were found. (B)(4).